Event description:
The customer reported, distorted images in both monitors. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the video switching pcb. System operates as intended. (B) (4).